Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.